Manufacturer narrative:
Information was not provided. The pump was returned to animas for evaluation and evaluated. All keypad buttons are responding intermittently. Removed the keypad and found adhesive under the contact and misaligned contacts.

Event description:
The pt claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. Pt also mentioned keypads feel loose. There was no adverse event associate with this complaint. Product was replaced.